Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had critical pump error and received a black bar but the screen came on. Customer's blood glucose value was unknown at the time of the incident. Customer declined further troubleshoot from this point and unable to confirm exact alarm he got. Customer will not return device for analysis.